Manufacturer narrative:
Additional information; h3-device evaluation: lens returned in a micro-centrifuge vial with moisture with debris on product. Visual inspection found haptic torn and debris on lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.5/+1.5/084 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2020. The lens was successfully exchanged intra-operatively. No patient injury occurred and the cause of the event is reported as user error.